Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system had an electrode that was ¿damaged¿ and it was planned to be replaced. It was noted that the patient was to have rf ablation on their lumbar spine area. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).